Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that faults: display goes blank intermittently during procedure, the procedure was extended less than 30 minutes and the hospital stay was not extended. No negative impact in state of health reported.